Event description:
Reported blood glucose results of "35 mg/dl, 124 mg/dl, and 307 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution are being replaced.